Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mid right coronary artery. A 3.00x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the 4th and 12th row stent struts were lifted on one side and pulled distally. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mid right coronary artery. A 3.00x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.